Event description:
The customer reported, getting a shock therapy malfunction.

Manufacturer narrative:
The unit was evaluated by a philips field service engineer, and the symptom was verified. Replacing the processor pca resolved the issue.